Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were admitted to intensive care unit on (B)(6) 2020 due to hyperglycemia leading to diabetic ketoacidosis. The customer's blood glucose level was 853 mg/dl. They were treated with insulin drips and fluids. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was unable to complete carelink upload. The device will be returned for analysis.